Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine device check, device was unable to be interrogated. It was recommended to perform device interrogation in a different room with no electric-magnetic interference and using a different programmer. No further information available.